Event description:
It was reported that a school nurse observed persistently elevated blood glucose with a current value of 379 mg/dl while the ilet indicated appropriate insulin dosing, and an agent recommended a system check; the nurse saw no external insulin leakage with a teflon infusion set, the patient declined site inspection, and the nurse disconnected the pump and administered subcutaneous insulin by pen pending return home. Symptoms included hyperglycemia. Outcomes included the need for manual insulin administration and interruption of pump therapy. Investigation included troubleshooting education and a review of dosing data via the connected app. Investigation of this case revealed that the cause of hyperglycemia remained unclear, with potential infusion site or set-related interruption not confirmed, and no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.